Manufacturer narrative:
It was reported that as the end user was transferring, the pole came down on her and she fell, fracturing her hip. The daughter who reported the incident was not present at the time. She stated they had not had any previous issues or concerns and that it was checked periodically. The sample has not been returned for evaluation. Another device was pulled from stock and tested. We were not able to duplicate the reported incident. A root cause has not been determined. We have had no other similar issues reported for this product. However, due to the injury reported, this medwatch is being filed.

Event description:
The end user was transferring from the wheelchair to the bed when she grabbed the pole, and it fell on top of her. A fractured hip resulted.